Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified high readings obtained on the adc device in comparison to unspecified readings obtained on a competitor meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat, requiring third-party administration of a glucagon injection and food for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was attempted to be re-programmed and activated. The returned sensor was de-cased and visual inspection was performed on pcba (printed circuit board assembly) and no issue were observed. The battery was removed from the battery holder and clouding was observed on the negative contact of the battery, also salt formation was observed in the crack of the battery gasket between the positive and negative contact. Salt pattern was also observed on the pcba gold contact. An extended physical investigation was performed and the observed issues on pcba were consistent with leaky battery being observed. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. The battery was replaced with an unused battery and sensor was attempted to be re-programmed. The sensor was found to be in sensor state 6 (indicating early termination). The observed contamination was removed form the pcba battery gold contact and battery was re-inserted and sensor was reprogrammed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot or serial number was not provided. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified high readings obtained on the adc device in comparison to unspecified readings obtained on a competitor meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat, requiring third-party administration of a glucagon injection and food for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. The sensor was attempted to be re-programmed and activated. The returned sensor was de-cased and visual inspection was performed on pcba (printed circuit board assembly) and no issue were observed. The battery was removed from the battery holder and clouding was observed on the negative contact of the battery, also salt formation was observed in the crack of the battery gasket between the positive and negative contact. Salt pattern was also observed on the pcba gold contact. An extended physical investigation was performed and the observed clouding on the negative contact of the battery, salt formation in the crack of the battery gasket between the positive and negative contact and salt pattern on the pcba gold contact , which is consistent with leaky battery. The salt formation on the battery had no effect on the sensor¿s functionality nor did not contribute to the customer complaint. Initial scan was observed and sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. The battery was replaced with known good battery and sensor was attempted to be re-programmed. The sensor was found to be in sensor state 6 (indicating early termination). The observed contamination was removed form the pcba battery gold contact and battery was re-inserted and sensor was reprogrammed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified high readings obtained on the adc device in comparison to unspecified readings obtained on a competitor meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat, requiring third-party administration of a glucagon injection and food for treatment. There was no report of death or permanent injury associated with this event.